Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump displayed error message "clamp tubing not found." It was reported that the pump alarmed error message "clamp tubing not found" at 2am but patient unable to answer any troubleshooting questions. Subsequently, the patient switched to backup pump. No patient injury reported. No reported adverse effects.